Event description:
It was reported that iceball grew large enough to surround the nerve. This visual-ice cryoablation system was used with 15 needles to treat a desmoid tumor. During the second freeze cycle, the iceball was getting close to a nerve. The six probes on that margin closest to the nerve were all set to active thaw using helium. After being set to active thaw, constant MRI imaging observed that the iceball grew toward the nerve for two additional minutes after being placed into active thaw. The iceball ultimately encompassed the nerve causing the patient discomfort/pain and foot drop syndrome. Further details were requested to obtain any additional intervention provided; however, no further details were available.

Event description:
It was reported that iceball grew large enough to surround the nerve. This visual-ice cryoablation system was used with 15 needles to treat a desmoid tumor. During the second freeze cycle, the iceball was getting close to a nerve. The six probes on that margin closest to the nerve were all set to active thaw using helium. After being set to active thaw, constant MRI imaging observed that the iceball grew toward the nerve for two additional minutes after being placed into active thaw. The iceball ultimately encompassed the nerve causing the patient discomfort/pain and foot drop syndrome. Further details were requested to obtain any additional intervention provided; however, no further details were available. Additional information reported the desmoid tumor was located on the proximal calf and no error messages were observed on the console during the procedure.